Event description:
It was reported that the patient passed away due to an unknown cause. It was noted this was status post bilateral ventricular intravascular hemorrhage and hydrocephal. It was noted that the outcome was not device or therapy related. The device would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired. The account stated that the cause of death was unknown but was not considered to be device or therapy related. Additionally, the patient was status post bilateral ventricular intravascular hemorrhage and hydrocephalus. It was further communicated that a computed tomography scan of the head revealed a large volume intraventricular hemorrhage with right-to-left midline shift. The patient¿s anticoagulation medication was reversed with fresh frozen plasma and prothrombin complex concentrate, and a bilateral external ventricular drain was placed overnight by neurosurgery. Reportedly, the patient was found unresponsive. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 6 of the IFU also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the computed tomography (CT) scan of the head revealed a large volume intraventricular hemorrhage with right-to-left midline shift. Their coumadin was reversed with fresh frozen plasma (ffp)/kcentra. A bilateral external ventricular drain (evd) was placed overnight by neurosurgery. The patient was found unresponsive.